Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: wrong size. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent an unknown breast surgery with an unknown mentor prosthesis experienced wrong sized implants post procedure. The report indicated that the patient¿s breast was not the right size. As a result, patient underwent bilateral replacements as follow: l/ cat#:3502600, sn#: (B)(4), and r / cat#:3502600, sn#: (B)(4) on (B)(6) 2011. No quality issue reported. This report relates to the right prosthesis. Note: the type of device involved is unknown, and the gel procode/common device name are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.